Manufacturer narrative:
(B)(4). Eval: field service specialist (fss) checked system, cleaned associated optics in delivery system, confirm delivery power was in specs. Checked applanation force. System meets amo specs. Clinical development manager (cdm) visited account and only 1 out of 18 ophthalmologist experienced the dlk. Cdm observed surgeon's technique to evaluate every possible dlk source and the following was found. Tech reported surgeon has previously done manipulation of bed after excimer with weck cell before laying down flap. Excessive dry time. Pre and postop drop regime.

Event description:
Account reported several unidentified pts presented with dlk. Three (3) of them required flap lift and rinse. No add'l info on pts' outcome has been provided after multiple attempts with the account ((B)(6) 2011). No pt identifier has been provided.